Manufacturer narrative:
(B)(4). Additional information received: did the patient experience any adverse consequences due to this issue? No patient consequence, but delay of the procedure.

Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the device was received with the tissue pad detached and returned in a plastic bag with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, after 30 minutes of use the inferior part of the clamp of r9422v got broken inside the wall of a fibroid. The broken part was recovered. After 15 minutes of use of r94688, the white pad got detached during the coagulation, cut in 2 parts and it stayed paste to the tissue. The two parts were recovered and another device from another lot was used to finish the procedure.